Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had experienced weakness, and was unable to walk on their own. Review of the remote transmission indicated atrial undersensing was noted during the patient's arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.